Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
At the customer site it was found that there was no audio from the speaker. There was no patient harm reported by the customer.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement.

Event description:
The customer reported a "speaker malfunction" error message which points to no audio from the mx40. There was no patient involvement.